Event description:
A patient in a study (ion registry) underwent an ion lung biopsy. Twelve days after discharge, the patient presented to the emergency department with sudden right sided weakness. He also had an episode of stumbling and almost falling when he became weak on his right side, 3 days prior to admission. A recent MRI confirmed the presence of small strokes (it is not stated if the strokes were hemorrhagic or ischemic) in the setting of metastatic lung cancer. The patient was discharged two days later. The event is reported as ongoing. It is unknown if the patient was receiving anti-coagulation therapy before or after the stroke. The study investigator reported the event as ctcae grade ii, not related to the ion system, not related to the ion procedure and not related to the patient's pre-existing conditions. A right upper lesion was biopsied measuring 3.9 x 4.2 x 3 mm. The distance from the nearest pleura was 6 mm and the distance from the chest wall was 6 mm. Tools used were a 21g flexision needle, 23g flexision needle, cryoprobe - 1.1 mm, cytology brush, and bronchoalveolar lavage (bal). The procedure was completed as planned utilizing ion, there were no malfunctions reported, and the procedure time was 19 minutes. The patient was discharged without any additional reported adverse events. Definitive pathology results for the biopsy were not reported. The patient had no comorbidities. Smoking history of 30 pack year smoker, stopped more than 1 month prior to procedure.

Manufacturer narrative:
There was no report that an ion system, instrument or accessory malfunctioned during the procedure. Investigation of the available logs did not find any errors that are relevant to the reported event. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: a "patient underwent an ion endoluminal biopsy as part of a clinical study on [date redacted]. The procedure was completed without issue and the patient was discharged home the same day. An MRI on [date redacted] was notable for small strokes in the setting of metastatic lung cancer. The age of the identified strokes is unknown. On [date redacted] the patient was seen in the ed for right-sided weakness. The patient was hospitalized then discharged on [date redacted]. Based on the available data there is no compelling evidence the reported events were device related but may have been either procedure related or potentially pre-existing depending on the age of strokes identified on the MRI. The events were identified as part of a clinical study. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. Another prospective series of 415 ion procedures reported 1 cva (0.2%). There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.0% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery.". Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007.